Event description:
It was reported that the ilet user experienced elevated blood glucose after a supply change, with a sensor reading of 231 mg/dl and a confirmatory fingerstick of 215 mg/dl/; the user acknowledged eating a banana without announcing it, likely causing blood glucose elevation. Symptoms included hyperglycemia. Outcomes included blood glucose trending down to 165 mg/dl and no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, and a usage problem was identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.